Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to pocket erosion. The patient was treated with antibiotics and a temporary leadless pacemaker was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.